Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the pump was pumping, no alarms, but the bpw was very narrow, and the pressure readings did not make sense for the arterial pressure waveform on the pump. Unable to see augmentation, but there was an augmentation pressure on the hemodynamics. The patient is in sinus rhythm with hr of 80s. The patient is not on any pressors. As a result, the pump was swapped out and the pressures readings make sense and the bpw is appropriate. Augmentation is clearly visible". Patient condition reported as "stable".

Event description:
It was reported that "the pump was pumping, no alarms, but the bpw was very narrow, and the pressure readings did not make sense for the arterial pressure waveform on the pump. Unable to see augmentation, but there was an augmentation pressure on the hemodynamics. The patient is in sinus rhythm with hr of 80s. The patient is not on any pressors. As a result, the pump was swapped out and the pressures readings make sense and the bpw is appropriate. Augmentation is clearly visible". Patient condition reported as "stable".

Manufacturer narrative:
(B)(4). The reported complaint of poor augmentation is confirmed based on three pictures that were submitted by the complainant and reviewed by the complaint investigator. The pictures show the initial pump (ac2) with poor augmentation, the replacement pump (ac3) with proper augmentation, and the initial pump with proper augmentation during the functional testing after the case. No iabp part or recorder strip was returned for investigation. According to the field service report, the pump was checked out by the field service engineer and the issue could not be duplicated. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the poor augmentation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.